Manufacturer narrative:
B3: date of event is unknown; awareness date has been used for this field. H3: a device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported while using bd plastipak¿ syringes foreign matter was found. There was no report of patient impact. The following information was provided by the initial reporter, translated from french to english: . During the preparation of treatments, pieces of plastic appear from the piston which float in the product. The soiled device is available at the updms.

Manufacturer narrative:
(B)(4) follow up MDR for device evaluation: no photos or physical samples that display the reported condition were available for investigation. A device history review was performed for reported lot 2306726, no deviations or non-conformances were identified during the manufacturing process that could have contributed to reported incident. Ten retained samples of the same lot were used for additional evaluation. The products were visually inspected, no foreign matter or other particles were observed within any of the devices. Final products in this manufacturing line, for this reference are sampled and they are subjected to visual and functional inspections during the different manufacturing sub-processes according to procedures. Manufacturing for this product is performed in a clean room which is kept under a positive pressure to reduce the chance of foreign matter. Particles can generate during the assembly process due to the friction during movement of the device within the manufacturing equipment. The areas where pieces move in manufacturing area are protected to reduce particles from generating. Based on the available information, and without a physical sample, we cannot identify a definitive root cause at this time. Complaints received for this device and reported condition will be monitored by our quality team for signs of emerging trends.

Event description:
It was reported while using bd plastipak¿ syringes foreign matter was found. There was no report of patient impact. The following information was provided by the initial reporter, translated from french to english: . During the preparation of treatments, pieces of plastic appear from the piston which float in the product. The soiled device is available at the updms.